Event description:
Customer reported symptoms of hypoglycemia with an aviva system blood glucose result of 50 mg/dl, self-treated by eating 8 ounces of pears. Caller reported following series of blood glucose results beginning 11 minutes later: 164 mg/dl, 78 mg/dl, 280 mg/dl, 173 mg/dl, 82 mg/dl, 81 mg/dl, and 83 mg/dl within 10 minutes on the aviva system. Reported no symptoms or adverse event relative to discrepancy. A request was made for the return of the system, replacement was sent.